Event description:
54 yr old male pt with hx of left nephrectomy for cancer to surgery for repair of incisional hernia left flank. Pt turned to right lateral position on "bear bag" (vac pac) which was inflated. Corns severed head stable. Bean bag spontaneously deflated pt. Rolled off left side of or table to or. CT scan and cervical x-rays taken - negative. Pt underwent surgery later in the day.